Event description:
The manufacturer was made aware of a product complaint on 03/25/2025. It was reported that a system inserter was struck with a mallet during procedure, resulting in the proximal ratcheting arm to break off. There were no known patient complications or delay in treatment associated with this complaint. The physician was able to use an alternate instrument to successfully complete the procedure. The instrument was returned to the manufacturer and upon visual assessment, additional damage was identified at the distal tip of the system inserter/compressor. The complainant was unaware of the additional damage identified at the distal tip of the system inserter/compressor. No additional information available.

Manufacturer narrative:
A visual assessment of the returned system inserter/compressor showed an instrument with repeated use, as identified by surface scratches. The compressor handle ratcheting arm and one stop on the distal tip of the instrument were fractured from the body of the system inserter/compressor. A functionality assessment was not performed due to the damaged condition of the returned system inserter/compressor, which was removed from distributable inventory. A DHR review was performed for the instrument lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 10/10/2024. It was reported that the system inserter/compressor was struck with a mallet, resulting in the breakage. The system inserter/compressor is intended to compress implants laterally after initial placement, and not intended to be impacted for implant placement. The complainant was unaware of the damaged distal tip and could not confirm when the damage occurred. The root cause of the ratcheting arm break is determined to be impacts to the system inserter/compressor which resulted in the observed instrument malfunction. The root cause of the broken distal tip is unable to be reliably determined, but could be related to the impacts to the system inserter/compressor. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.